Event description:
The customer reported to customer service that the power supply for her breast pump was cracked. The screw holding the adapter together cracked exposing the entire inside of the adapter.

Manufacturer narrative:
The customer stated she would be willing to return the power supply for testing/evaluation purposes. No replacement was sent to the customer. In follow up with the customer, she indicated after three or four uses the power supply housing had cracked in half exposing the inner electronics. The customer also stated that there was no smoke, fire, spark, signs of melting, or injuries sustained. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine rot cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.